Manufacturer narrative:
This supplemental report was submitted to provide the results of the legal manufacturer¿s investigation. The physical evaluation of the device confirmed the purple-colored image defect was isolated to a defective video cable unit. The stripes and flickering image were not confirmed during evaluation but can be associated with the colored image display. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. However, the reported phenomenon is a known issue and has been previously investigated. Based on a previous investigation the root cause can be attributed to the following: ¿1. Cable pins of odu connector are too small for shield cables. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. 3. Manufacturing jig 5016938 not fully suitable for soldering process 4. Soldering process at manufacturer site not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The repair inspection found a purple-colored image defect, however, the flickering could not be confirmed. The purple-colored image defect was isolated to a defective video cable unit no other defects were observed. The cause of the defective video cable cannot be determined at this time because the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer endoeye high definition ii, autoclavable video telescope was returned to the olympus (B)(4) repair center for ¿purple streaks on the picture, the picture flickers, can't be used.¿ the customer reported problem was found at preparation for use. Upon inspecting and testing, a colored image defect was identified, the image is purple in color. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the colored image defect.